Event description:
It was reported that, during a superficial femoral artery stenting procedure, the xceed stent delivery system detached into three pieces. Vessel and lesion characteristics are unknown. The preparation procedure went well. The xceed was advanced and deployed. The I-beam came apart and detached into three pieces, but the stent remained in the target location. The physician was able to manually remove the detached pieces. There was no reported injury and no additional information available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. There was no lot information. We were not able to perform device inspection or device history record review in this case. A supplemental report will be submitted with any relevant information if any additional information is provided.